Manufacturer narrative:
The 3mm sinus suction tube (mcen766) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation found that the tube was broken at the laser welding. No manufacturing defect was found, the laser welding was compliant. Root cause analysis: it was determined that this issue was due to an excessive strength applied on the device or an improper handling during the reprocessing or the storage.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken 3mm sinus suction tube (mcen766), that is used for nasal endoscopy. The device was found unacceptable before clinical use; thus, device was not in contact with a patient and no delay in surgery occurred.